Event description:
It was reported that the patient was revised due to periprosthetic fracture. Femur was removed and replaced with new one. There was no broken instrument nor any surgical delay. Affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided: "the patient was revised due to periprosthetic fracture. Femur was removed and replaced with new one. There was no broken instrument and any surgical delay" and "I cannot confirm the date of original surgery. Below are pictures of the implants. The side of the surgery was right". The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. The photo investigation revealed nothing indicative of a device nonconformance, as only one side of the device was shown and the other was covered in organic debris. No sign of a fracture was observed on the evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the lps cemented stem 13x125mm str would have not contributed to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.